Event description:
A greenfield filter was implanted on (B)(6) 2011. On (B)(6) 2018 the patient experienced thrombosis, embolism and a perforation. The filter was also noted to be tilted and irretrievable confirmed by imaging. No further patient complications were reported.

Manufacturer narrative:
B3 date of event: corrected from (B)(6) 2018 to (B)(6) 2017.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On (B)(6) 2018 the patient experienced thrombosis, embolism and a perforation. The filter was also noted to be tilted and irretrievable confirmed by imaging. No further patient complications were reported. It was further reported, the greenfield inferior vena cava (ivc) filter was implanted status post motor vehicle accident with resultant c7 quadriplegia and increased risk of deep vein thrombosis (dvt). The filter was implanted with appropriate position of the legs of the filter. Also, a post-filter placement radiograph revealed appropriate position of the filter with the tip at the mid portion of the l2 vertebral body. An abdominal computed tomography (CT) scan was performed on (B)(6) 2017 due to compression of the vein. The ivc filter was in the infrarenal ivc. There was significant narrowing of the ivc at the level of the filter which may have represented associated stenosis. The distal tips of the struts of the filter extend beyond the wall of the ivc by approximately 3mm. Scattered venous collaterals are noted in the anterior abdominal wall. On (B)(6) 2018, the patient experienced dvt while maintained on therapeutic anticoagulation. CT imaging demonstrated protrusion of the tines of the ivc filter beyond the margins of the vessel wall. The ivc also appeared highly stenotic if not chronically occluded distal to the ivc filter.